Manufacturer narrative:
Device investigation: the distal end of the separator was returned, measuring 153 cm in length. The broken end is knotted and kinked. The proximal section of the device was not returned. The break is in the region of the proximal taper grind. This damage has been seen when the separator taper grind region is manipulated outside of the rhv during use. The mfg records for this device were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.

Event description:
During an acute stroke case, the physician advanced a penumbra sys reperfusion catheter 026 into a distal a2 segment over a guidewire. The physician then removed the guidewire and introduced the 026 separator with no significant resistance encountered. While working at the clot for approx 5 - 7 minutes with the separator, on the backward separator motion, the entire push rod support section for the separator broke at the step down junction 45 cm from the rhv and was withdrawn from the reperfusion catheter leaving the remaining portion of the separator still inside the reperfusion catheter. The physician was able to visually observe the broken separator inside the catheter and proceeded to remove the broken portion with the aid of a surgical mosquito clamp device. The physician was successful at retrieving the entire fractured component. The physician then removed a new separator from the inventory and successfully completed the case without any add'l device issues.